Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the leadless pacemaker (lp) had reset. The lp was restored successfully. There were no patient consequences.